Event description:
Plaintiff's decedent was employed as a registered nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges that plaintiff's decedent suffered acute cardiorespiratory failure as a result of an anaphylactic reaction from latex exposure, and died.